Event description:
It was reported that the patient was having the battery replaced because he did not desire the adaptive stimulation. The patient complained of positional stimulation as well as stimulation not covering left leg. During the procedure the doctor tried to use the existing led, but was unable to feed. A new lead was requested and used. It was noted that the patient was getting stimulation in the wrong location and a replaced the existing lead as unable to place in location of appropriate stimulation. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, (B)(4).